Event description:
Caller indicated that on (B)(6) 2014, a reading of 61 mf/dl was produced on the device (blood glucose meter). The caller (patient's spouse) indicated that he called an ambulance because his wife's blood glucose level was low and he could not get her to respond. The caller reported that approximately ten minutes later, paramedics arrived and tested the patient's blood glucose level with their meter. The caller indicated that the result obtained was 26 mg/dl. There was no death or permanent impairment associated with this event. MFR ref# 3009348882-2014-00001.